Event description:
The customer received a blood glucose reading of 300mg/dl on his breeze2 meter. He re-tested on another breeze 2 meter and the reading was 122mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer

Manufacturer narrative:
The model # could not be provided.